Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, restart error test, rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test, displacement test, and the dat test at 0.08720 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing address and serial number label, missing end cap sticker,and scratched reservoir tube window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 468mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 245 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received to perform the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.